Event description:
It was reported to medtronic minimed that the customer reported insulin flow block alarm, crack on reservoir tube side and damage to the retainer ring. The customer reported no adverse event. The event involved product(s) unk_reservoir, unomedical, mmt-1884. Troubleshooting was not performed, as the event insulin flow blocked alarm was resolved in the past. Troubleshooting was performed for retainer ring damage allegation. Reservoir was able to lock in place when inserted into pump. Customer was advised to discontinue use of the device. No harm requiring medical intervention was reported. No product return is required for unk_reservoir, unomedical. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Insulin flow blocked alarm was not noted during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Successfully downloaded history files and traces using thump. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of 30-jan-2026 or two days prior. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: partially detached retainer, cracked keypad overlay, scratched case and label damage (faded). The customer¿s alleged insulin flow blocked alarm/no delivery alarm was not confirmed during testing or in the history files. Pump passed the required testing. Retainer ring damage confirmed due to partially detached retainer ring. Cosmetic damage at the reservoir tube side were not confirmed however, other cosmetic damages were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.